Event description:
It was reported that during an inguinal hernia procedure, there was an error message restart endoscope system. The procedure was delayed about 30mins. No harm to patient, user or third occurred. Cross reference MDR: 9610617-2025-00033.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).